Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
At the time of the care of 8 pm pst PICC line finds off and the baby's bed is soaked with tpn.